Event description:
It was reported that the patient underwent a baloon ablation procedure in 2006. Approximately two minutes into the procedure, a low pressure warning was noticed on the machine. The pressure was at 195mmhg and the balloon had 35cc heated of fluid when the balloon broke, and a gush of fluid was noted to be coming out of the patient and a warning light went off. The unit was subsequently turned off per the or team and a scalded area of the cervix was noted. Another balloon was used to finish the case.

Manufacturer narrative:
H-6: conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.